Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced three infusion set adhesive issues on (B)(6) 2025 when the infusion set was accidentally pulled out during use due to tubing catching on something. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.